Event description:
Patient's issue - device fragment left in pt: our rep is reporting that during an arthroscopic knee repair, a portion of the distal tip of an 18" passer needle from an acl disposable kit broke off into the pt's joint space. The passer needle became stuck in the femoral bone of a male. The surgeon used various means, to include resorting to an open procedure, to extract the device fragment; however, they were unable to locate the fragment. The procedure was extended over an hour and was concluded successfully without further issue or further harm to the pt. The facility discarded the complaint device.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.